Event description:
During a low anterior resection procedure that the doctor fired the device, for bowel stapling, and there were no staples present in the cartridge. The doctor did transect the colon prior to realizing the staples had not been placed. He then placed a purse string thru the rectal stump, secured it around the trocar spike of the curved circule stapler. The procedure then finished with firing of the stapler. There was no recollection of donuts. The doctor stated that he did not peformed a leak test folllowing the anastomosis. The pt returned to the theatre later in the evening for ligation of vessel, following post op bleed. Doctor stated that at the time, he noticed the anastomosis was intact and fine. He believed he bleed is unrelated to the anastomosis.